Manufacturer narrative:
Investigation including root cause analysis is in progress. Patient/event specific mdrs will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A retrospective post-market clinical follow-up study revealed that an ophthalmic handpiece has found visual damage, the tip broke and detached, a tip tubing issue occurred and the tip became occluded. Procedure and patient details have not been provided. Follow-up to determine subject/event specifics will be performed.

Manufacturer narrative:
Additional information was provided in sections e.1, h.6 and h.11. No lot number was identified within the survey and therefore within this complaint, which is why the associated manufacturing documentation could not be reviewed. All product and batch history records are quality reviewed prior to product release, ensuring that all products on the market fulfill the relevant requirements. Not enough information was provided to properly complete an investigation. The root cause of this complaint could not be identified. The exact root cause for the customer¿s reported event is unknown. Therefore, no specific action can be taken. Additionally, complaints are reviewed and monitored at regular intervals for adverse trends. No additional actions are needed. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.